Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: after used for laparoscopic nephrectomy, a piece of some kind of device was found on cloth covered patient. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. The customer wondered where the piece came from. No patient injury was reported.

Manufacturer narrative:
(B)(4).